Manufacturer narrative:
The erbe esu and cable were thoroughly inspected/tested (note: the ne was manufactured by another company and therefore, not evaluated by erbe). The generator was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features, and a power output check. The unit was/is within specifications and all features were/are working properly. Also, no problems were found with the cable upon an inspection. Finally, no anomalies were found in the device history record (DHR) of the involved erbe devices. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Per a review of the event, the application site (i.e., shoulder/armpit area) of the non-erbe neutral electrode was not suitable in that full contact of the patient plate to the skin could not be confirmed (note: the skin surface in that area is not flat/smooth). A review of the unit's chronological log revealed that during the procedure, there were six (6) b0 b error messages. This error message interrupts activation, gives an audio-visual warning, and displays the message text: "nessy error." The message indicates poor contact between the neutral electrode and the skin. Nevertheless, the involved medical personnel didn't respond adequately to the warnings from the generator. As a result, the current/heat was not sufficiently or evenly dispersed by the neutral electrode which resulted in the thermally induced burn/necrosis at the edges of the patient pad. There are warnings in the esu's user manual that address the risk of pad burns in warnings and provide mitigation measures to minimize the possibility of burns. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during an excision of a pilonidal sinus. The esu was used with a covidien handpiece [part number (p/n) information not provided (ni), lot number (l/n) ni], as well as an erbe neutral electrode cable (p/n 20194-077, l/n 0123) with a non-erbe skintact neutral electrode (ne, p/n ni, l/n ni) [note: the ne is also referred to as a return electrode, patient pad, dispersive electrode, patient plate, etc.]. The esu settings were autocut effect 4, 100 watts and spray coag, effect 1, 60 watts. The skintact double-sided ne was placed on the patient's right shoulder blade, near the axilla (armpit). Upon the procedure, three (3) black areas of necrosis measuring a total of approximately 5 cm² were discovered on the patient's right shoulder blade near the axilla, located at the edge of the double-sided neutral electrode. The necrotic tissue was removed by a plastic surgeon and the wounds were treated.